Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing beeping and toggling. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed several premature power switching events involving bat305419 due to communication errors and/or due to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections and also is investigating communication errors. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported event could not be confirmed during testing. Momentary disconnections will result in audible beeps once the battery reconnects. The most likely root cause of the reported beeping can be attributed to momentary disconnections between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called into site to state that he noted that he had a battery that periodically beeped like it was toggling. As patient has batteries numbered, he was able to isolate the issue to this particular battery. Patient came into clinic today to get a replacement battery and return the one causing issues. Since he stopped using the battery at home, he has not had any further issues. There were no effect on patient. No additional information available.